Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/03/2019. Customer has used a single hose from inspiratory to exhalation filter with no external o2 sensor and the unit continued to fail. Customer states that the failed value is 27.6 cmho2 . Advised customer to set flow of 1 and plug the insp port and see if the inspiratory side builds pressure. Caller reports that pressure built. Customer added the circuit and pressure built. Customer added the heated bacteria filter and pressure built. Customer reinstalled the heated filter to the vent and set the exhalation position to 2000 steps and pressure build. Customer tried another est and the unit passed. Advised customer im unsure where the leak was but appears to have been within the circuit. Customer inspected the heated filter door and it was not loose. Customer to reinstall the pt circuit and run a couple more est's to verify that issue is resolved. Customer cannot be reached to confirm troubleshooting has resolved the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Problem statement: customer reports unit fails the extended self test for patient circuit leak. The device was in clinical use at the time the reported event was discovered; however, there was no harm to the patient or user.